Event description:
Hi - I am an rn and a long-time contact lens user. I have used clear care off and on - it is a great product for cleaning lenses. However, I now can be counted among those who have used the product incorrectly and suffered harm. I recently went out of town, and threw a travel sized lens solution into my bag. I used it that night in my lens container, and next morning inserted the lens only to suffer excruciating pain. I tried to read the label and could not - the eye with the cleanser is my reading eye, so it took me a while to figure out my problem. Even when my eye pain diminished a bit and I re-read the red warning, I could not figure out what went wrong. I finally read the rest of the bottle label and discovered it was h2o2 solution that required the special cup. My mistake: I did not realise that solution even came in a travel size. I must have received it in special package from clear care. I agree that the MFR should change their warning. The red label warning should read: "do not use solution directly in the eye" - and should actually be prominent on the front of the bottle. Thank you for continuing to advocate for product safety. Sincerely. Medication administered to or used by the pt: yes. Pt counseling provided: unk. (B)(4). Actual error: yes.